Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found damaged to the front enclosure as well as missing screws. Damage was also observed on the lifeband and soft carrying case. An archive review was done and no problems were observed in the archive file. Functional testing was performed. The autopulse platform was ran for 16 minutes using a test mannequin, no problems observed. The autopulse platform passes all functional tests. Based on the investigation results, the lcd displayed distorted images that were mistaken for another language. The front enclosure and bottom enclosure were damaged and the pdb board was defective. There was damaged observed to the lifeband and the ap platform needed to be updated with latest software. All parts identified in the investigation were replaced and software was updated. The platform passed final test.

Event description:
It was originally reported that the lcd display was showing an "unknown" language and it was requested that the device be reset to display english. However, after the device was serviced it was discovered that the lcd actually was missing pixels and the letters were not in their proper order, this was due to a defective lcd panel. No further information was provided.